Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing and exhibiting noise, resulting in inhibition of pacing on the ventricular channel. The rv lead remains in use. It was further reported that the right atrial (ra) lead had noise and was undersensing and was adjusted for sensitivity as a result. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.